Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Arthrofibrosis is defined as the development of fibrous scar tissue within or surrounding a joint. Arthrofibrosis is a known postoperative procedure related complication that can occur from surgical implantation of new joint replacement as well as from previous injuries or surgical procedures. Scar tissue formation is a normal healing response; however, the buildup of such can result in pain, stiffness, limited range of motion, and difficulty properly ambulating. If excess scar tissue develops, conservative measures such as exercises or physical therapy would be attempted first. If these attempts fail, surgical intervention such as manipulation under anesthesia, arthroscopic arthrolysis, or open arthrotomy would become necessary to remove the fibrous tissue and restore joint function.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that patient underwent a right knee procedure. Subsequently, patient reported pain and it was believed there was an issue with the femoral. The patient was revised approximately five months post-implantation and during the revision significant arthrofibrosis was noted. However, no issues were noted with the femoral. The bearing and other articulating implants were removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-02734, 0001825034-2023-02735, 0001825034-2023-02736, 0001825034-2023-02737, and 0001825034-2023-02739. D10 medical devices: oss reinforced yoke catalog#: 150493 lot#: 510170. Oss axle catalog#: 150480 lot#: 607790. Oss poly lock pin catalog#: 150478 lot#: 432220. Oss poly tibial bushing catalog#: 150476 lot#: 500810. Oss poly femoral bushings catalog#: 150477 lot#: 236830. Unknown oss femoral stem catalog#: ni lot#: ni. Unknown oss femoral catalog#: ni lot#: ni. Unknown oss tibial tray catalog#: ni lot#: ni unknown oss tibial stem catalog#: ni lot#: ni g2 foreign source: new zealand. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.